Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's lifevest was cutting into the skin. There are no allegations of any open wounds. There was no alleged device malfunction contributing to the irritation. Patient was in a facility and they applied (B)(6)ointment to the irritated areas and the areas improved.